Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not yet received. Age & date of birth - requested, not yet received. Sex - requested, not yet received. Weight - requested, not yet received. Ethnicity - requested, not yet received. Race - requested, not yet received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00315 for the second device reported that was used on the same patient. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor on an angio-seal device was deployed when they opened the package during the procedure. The device was unable to be used. A second angio-seal device was reported with the same issue. It was reported that there was no harm to the patient. Additional information was received on (B)(6) 2018: the anchor was outside of the sheath. The device was not used on the patient. The anchor was noticed after opening the package. This was a standard procedure with chemoembolization. The procedure outcome was finished with the third angio-seal device, which was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. In the initial report it was reported that the patient information was requested and not yet received. However, now the patient information in not available. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. No accessory components were received with the carrier tube assembly for product evaluation. The returned carrier tube assembly was subjected to visual analysis. There was a kink in the carrier tube assembly 5.0275" from the distal tip of the carrier tube assembly as measured with a sliding gauge. The bypass tube was found dislodged proximally. The collagen appeared swollen and the anchor was exposed. The distal end of the bypass tube was measured to be 0.090" as measured with a pin gauge which was within specification. Based on the returned device, the complaint could be confirmed for bypass tube dislodgement. The cause of the dislodgement could not be determined. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.